Manufacturer narrative:
Common device name: catheter, straight based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports this month he has gone though about a total of 10 boxes of catheters and with mostly all of the catheters in them, he experienced the catheter sticking to the packaging in this month's shipment. "He said he has used these catheters for years and only in this shipment he has used this month he noted that the catheters would stick to the packaging, always near the tip after popping the sterile water packet. He would use them and they still "seemed to be ok" after he got them unstuck, some looked a little more cloudy at the tip he mentioned. He said sometimes he had to use 2 hands to pull the catheters out of the packaging. At times he felt irritation/ slight discomfort upon removal throughout his urethra that lasted for about 15-30 minutes but he said this has happened to him at times in the past with all catheters he has used. He said this irritation is normally caused from the way he inserts it, if he inserts it too fast. Consumer also mentions he also just in the last few days got over a uti. He is unsure if this is related to the sticking. He said he normally gets utis 3 x a year. He said he felt really tired suddenly, no other uti symptoms and his pcp ran a urine test and it came back positive and he was prescribed a course of antibiotics called ciprofloxacin which he just completed and is feeling better. He makes sure to clean his hands prior to cathing and make sure the catheter stays sterile when inserting. He said he also recently stopped using the antimicrobial wipes because they were irritating his meatus/penis tip so has recently been using a plain tissue to wipe prior to cathing. He caths 6 x a day and has ms which causes his bladder dysfunction/neurogenic bladder."